Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported, "wanting to find out implant ID" and "has to be replaced". The patient's physician subsequently reported, "rupture". The device has been explanted and replaced with a non-allergan device. This relates to the left side.